Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead also exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss). After activation of the lss feature to unipolar configuration, noise was observed. The noise was noted to be consistent with myopotentials when in unipolar configuration.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.